Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized on (B)(6) 2010 for a body infection. The customer was hospitalized again in (B)(6) of this year, due to high blood glucose over 1700 mg/dl. Troubleshooting could not be performed because the insulin pump did not have a battery. The customer has been off the insulin pump since may. No further info was provided.